Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor emailed and called the initial reporter to obtain the additional information, however, there's no additional information provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5089723. The event description was: "patient filled a prescription on the online website "hubble" and was send a prescription for contacts that were not what his eye doctor had prescribed. The contacts caused a corneal ulcer, central scarring and reduction in vision. Apparently hubble. Com has multiple reports against them. The patient was referred to me to manage the severe infection. FDA safety report ID: (B)(4).".